Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's inflammation reportedly resolved. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing inflammation above the implant site. In (B)(6) 2019, the recipient underwent a needle aspiration procedure, but no fluid was extracted. The recipient was prescribed steroids, but after 2 months the inflammation recurred. The recipient continues to use the device.